Manufacturer narrative:
(B)(4). Unit passed the displacement test and self test. Pump was returned for pump error alarm. Format history file analysis confirmed pump error alarm due to software error. No unexpected pump error alarm noted. Unit received with fading serial number label and pillowing keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer was able to clear the alarm and able to complete the rewind. No harm requiring medical intervention was reported. The device will be returned for the analysis